Manufacturer narrative:
Pump was received with detached end cap. Unable to confirm compromised force sensor system alarm or perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Pump passed stop current test and run current test.pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. The customer also reported that the insulin pump had a recurring compromised force sensor system and unable to exit the prime loop. The customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.